Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft was implanted in patient for endovascular treatment of a 55 mm diameter abdominal aortic aneurysm. It was r eported that a possible distal type I endoleak was discovered when the patient returned for follow-up. Per the physician, the cause of event was due to patient anatomy, diseased right iliac artery. No clinical sequelae were reported and the patient is being monitored by their physician.